Manufacturer narrative:
The initial MDR 2432235-2020-00367 was filed on 22-sep-2020. Additional information (16-oct-2020): the customer stated that no error messages were displayed to alert the operator of the issue. Siemens evaluated an event log from the system and found that error messages were posted indicating that sid (B)(6) could not be processed. Siemens found an error code 03 600 00 27 "canceled test because reagent probe is not clean. Probe wash required. Load apw3, product code 1739" in the event log. As this sample was marked as a stat, a visual alarm should have been triggered. Further investigation found that the operator had configured the instrument to suppress this alert and as a result no visual alarm was triggered. The cause of the sample not processing as expected was the depleted atellica probe wash 3 and the instrument being configured to suppress the appropriate alert for stat samples. The instrument is operating within specifications. No additional evaluation of this device is needed. Section h6 adverse event problem codes were revised.

Manufacturer narrative:
The customer contacted siemens to report that there was a delay of approximately one hour in processing a sample for troponin (troponin I ultra, tni-ultra) on an atellica im 1600 instrument. The customer indicated that the atellica probe wash 3 was depleted, the status for this material remained green and no alarm message was generated. The sample was presented to the instrument four times before the error was recognized. Siemens is investigating this issue.

Event description:
There was a delay of approximately one hour in processing a sample for troponin (troponin I ultra, tni-ultra) on an atellica im 1600 instrument. The test result was not provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the tni-ultra testing delay.